Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm) and after installing software 2.30, the device would not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer tried again to download new software, but the device had the same issue. He tried the same software on a different device, and it updated successfully. He is thinking it is the central processing unit (cpu) printed circuit board assembly (pcba) and is requesting parts ID and pricing for the pcba, cpu (software 2.30). The rse provided the part ID per customer request. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Based on the good faith effort (gfe) response and subsequent investigation, it was confirmed that the issue was software related. The problem was resolved after the software on the device was successfully updated to version 2.30, and the device subsequently passed all performance verification tests. Since no hardware parts, such as the cpu pcba, were replaced, no parts need to be returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.